Manufacturer narrative:
Correction: d10, h3 additional info h6 h3 other text : device not returned

Event description:
The user facility reported that the device overheated and was leaking during a procedure.  The patient received a burn from the device. Attempts were made to obtain additional information about the event; no further information has been received.

Event description:
The user facility reported that the device overheated and was leaking during a procedure.  The patient received a burn from the device. Attempts were made to obtain additional information about the event; no further information has been received.